Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an overdischarged device was confirmed. They tried to charge but the device would not. They are going to be replacing the implantable neurostimulator (ins).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. Nku456218n. The reason for call was caller reported patient was having issues charging their implant and the issue began yesterday. Patient would get a charge wait screen. Caller noted they couldn't see the little charging squares. The last time patient charged their implant successfully was end of november. During the call agent walked patient through the antenna locate (al) feature. Caller noted the top number above the double headed arrow was 68 and bottom was 66 and 70. Patient described a black piece coming out of the round piece on the screen. Patient then saw a doctor with a power on reset (por) message with a circle and an 'I' at the top left corner. Caller then described the charging screen with 2 squares filled in. Caller noted 2 more were filled in on the coupling boxes. No damages on the recharger antenna. Agent had caller press the stop charge and volume button but caller stated nothing happened. Agent had caller press the stop charge. Caller got the por message again then agent had caller press the green button. Caller described the charging screen with 4 squares. The issue was not resolved. A replacement recharger antenna was sent out.

Event description:
Patient's family/friend reported that a few months the patient has not been able to charge his implanted neurostimulators battery. Caller stated that they got a new recharger antenna and that did not resolve the issue. Patient service specialist reviewed possible overdischarge. Pt rep described seeing reposition antenna screen when trying to charge the implant - pt rep stated when they press the green button, recharger still shows the same screen. Pt rep confirmed pt hasn't been able to charge in "awhile".

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# unknown product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.